Event description:
Information received by medtronic indicated that the insulin pump had a blank display, alarmed with low battery and replace battery alarm. Customer stated that the display was not blank less than thirty seconds and did not return. Insert battery alarm was not displayed on the insulin pump screen. Insulin pump was exposed to moisture. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.